Event description:
It was reported that the patient received 24 inappropriate shocks due to nonphysiologic oversensing, ventricular pacing impedance increased from 700-1100 ohms, and the short interval counter increased from 10 to over 2451 in two days. The lead was replaced. No further patient complications have been reported as a result of this event.